Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams 700 momentary squeeze (ms) pump was visually inspected, leak tested, and functionally tested. The tubing was identified to be cut down to the pump block and not returned for analysis. The ms pump passed the leak test and the functional test. Based on this investigation a clear probable cause for the event cannot be established.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a crack in the tubing between the right cylinder and pump. No patient complications were reported.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a crack in the tubing between the right cylinder and pump. No patient complications were reported.